Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient began experiencing pain at ipg site within the past 4 months whether stimulation was on or off. As a result, surgical intervention was undertaken on (B)(6) 2017 to further address the issue. During the procedure, the physician opted to move the original ipg to an alternate pocket site which resolved the issue.